Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-00194, 2134265-2017-00195, 2134265-2017-00196, 2134265-2017-00203, 2134265-2017-00204, 2134265-2017-00206, 2134265-2017-00207, 2134265-2017-00208 and 2134265-2017-00209. It was reported that the package is not sealed. A 90/35 imager ii angiographic catheter was selected for use. During preparation it was noticed that the seal on the package is not sealed right at the bottom of the product. No patient involvement were reported.